Manufacturer narrative:
The investigation found the issue was resolved by the service actions.

Manufacturer narrative:
The field service engineer replaced the measuring cell, the mixer paddle, tubing, and performed adjustments. He ran performance testing. This event occurred in (B)(6). (B)(6).

Event description:
The initial reporter received a questionable troponin t hs stat results for 8 patient samples from the cobas e411 disk analyzer. Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory. The reagent lot number was 416797. The expiration date was requested but was not provided.